Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 400 mg/dl. The customer delivered boluses with backup pump to stabilize bg level. The customer stated that pump settings have been adjusted multiple times. However, the customer has not been able to control bg levels.